Event description:
Philips received a complaint noted by bench repair on the v60 indicating that the device is unable to measure the flow during delivery. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's bench repair evaluated the device and observed that the device is not capable of measuring the flow on delivery to the patient, so it gives a constant leak and low volume alarm. The flow module needs to be replaced. Per remote services response, it was confirmed that the customer declined service and repair. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.